Event description:
On 12/02/2021 it was reported by a sales representative via the phone that an ar-3680 (line #1) fibertak button pulled out of the bone when the surgeon converted the repair stitch after insertion, all the ar-3680 was removed. The surgeon opened an ar-3681 (line #2) using the same insertion site and the same issue occurred, all the ar-3681 was removed from the patient. This was discovered during use in a bicep tenodesis procedure on (B)(6) 2021. The case was completed by opening a new ar-3680.

Manufacturer narrative:
Not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause can be attributed to improper bone preparation.